Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. Other relevant device(s) are: kit svc bi71000168 collimator w dyn fltr. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside pf procedure. It was reported that the system was reported the following, "error initializing collimator" on the pendant. The site was advised to shutdown the system and leave it off for a few minutes before powering on. The issue persisted. At the site it was found that the y leaf collimator was stuck in the open position. The y leaf was manually freed and the manual homing procedure through "dmc smartterminal" was done. There was a stroke error for both the x and y greater than 0.025. The top screw was adjusted for both leafs to achieve an error less than 0.025. The collimator homing sequence was repeated by shutting down and restarting the application for a number of times. The error was no longer present. There was no patient present at the time of the event.